Event description:
Description of event: trigger wire was difficult to remove. Forceps were used to aid in removing trigger wires. Pt outcome: a section of the device did remain inside the pt's body as intended. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation is in progress. UDI#: (B)(4).